Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, mitraclip was implanted. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was determined that a single leaflet device attachment (slda) has occurred and the clip was no longer attached to the posterior leaflet. Per the physician, slda was due to the pre-existing patient anatomy of large atrium that caused the leaflets to be flat or horizontal.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.